Event description:
A patient reported experiencing inaccurate low results with an otp meter. The patient's blood glucose results were 102 mg/dl vs. 148 lab. Tests were done within 11-20 minutes with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.